Manufacturer narrative:
The device was repaired in the field by a manufacturer field service technician and returned to service.

Event description:
It was reported that during a surgical procedure at the user facility, the smoke evacuator shut off and turned back on intermittently. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the smoke evacuator shut off and turned back on intermittently. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.